Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-04512 and 3005099803-2011-04515 for a description of the first and third device. It was reported to boston scientific corporation that a navigator ureteral catheter was used during a procedure. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during a percutaneous nephrolithotomy (pcnl) procedure it was noted that the coating was coming off of the sheath of the device. A second and third of the same device was used and the coating was coming off of those as well. It is unknown if any of the coating fell into the patient and there is no information available on how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-04512 and 3005099803-2011-04515 for a description of the first and third device. It was reported to boston scientific corporation that a navigator ureteral catheter was used during a procedure. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during a percutaneous nephrolithotomy (pcnl) procedure it was noted that the coating was coming off of the sheath of the device. A second and third of the same device was used and the coating was coming off of those as well. It is unknown if any of the coating fell into the patient and there is no information available on how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned navigator ureteral catheter revealed that the outer layer of pebax material was flaking/falling off the sheath, and the wire was exposed. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. Review of the returned device and all available information failed to identify a most probable root cause, and is therefore, undeterminable.